Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a fall, patient experienced ineffective therapy and rib stimulation on the thoracic lead. Programming was attempted to no avail. Surgical intervention was undertaken wherein the lead was explanted and replaced with a paddle lead. Therapy was restored post-op.